Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a mucosectomy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a mucosectomy procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed and not returned. The sheath grip was detached from the over sheath and there was a kink in the control wire. Additionally, it was noticed that the slider cover was missing and the cross pin was detached from the slider. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, this failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.